Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged air detector was found. The dso seal was also confirmed to be degraded. The air detector and dso seal were replaced to fix the issue.

Event description:
The device was returned due to the downstream occlusion (dso) sensor seal being damaged. The results of the investigation found that the device's air detector was damaged. There was no patient involvement.